Event description:
The initial reporter stated that the pump was alarming an error code 12 and it could not be reset. They stated that this resulted in the patient having a delay of "a few hours". They stated that the patient does not have any alternate methods of feeding. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.